Event description:
It was reported that the procedure was being performed in the radiology department. While advancing the sheath/dilator, the tip of the sheath peeled back. As a result, another kit was opened and a new peel-away sheath was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation. A review of manufacturing records will be conducted. Any relevant findings will be provided in a follow-up report.